Event description:
I wear the dexcom g7 for hypoglycemia, I cannot feel when I am going low until I'm already critically low. So I rely on this item to avoid slipping into a coma. I had 2 dexcoms in a row fail to deploy the filament correctly. I filed a report for both, and dexcom did replace the first one. However, it has been almost 2 weeks since I reported the second failure to dexcom, and they confirmed they would replace it; however, they seem to be taking a long time to ship it out. I have seen community posts about how other dexcom g7 users are having the same issues with the company. Dexcom should be held to a higher standard, considering people rely on this product to stay alive. Ref report: mw5169702.